Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pole goes in and out without them pushing and releasing it, the plunger head is also having issues. Per reporter, there was a physical damaged. It is unknown if the unit was dropped or not. There was unknown patient involvement.